Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had physical damage and was unresponsive. Blood glucose value was 25 mg/dl at the time of the incident. No troubleshooting was performed. The device will be replaced and returned.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
Insulin pump passed the stop current test, run current test, self test, off no power test and displacement test. No unexpected off no power alarm, low battery alarm or battery power loss alarm noted during testing.